Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. Lake region medical performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9616878. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during a stent-assisted embolization of an aneurysm on the c5-c6 segments of the internal carotid artery, the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812 / 9633177) was impeded in the proximal section of the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / 31512433) and could not advance any further. The physician retracted only the stent and replaced it with a 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712 / 9616878). The second (replacement) stent encountered the same issue, and the physician retracted the stent, but the stent component was found prematurely detached from the delivery wire at the connection between the microcatheter and the introducer. The physician withdrew the stent and removed the microcatheter and replaced both devices to complete the procedure. There was no report of any negative patient impact. On 17-nov-2025, additional information was received. The information confirmed that the procedure was a stent-assisted embolization of an aneurysm on the c5-c6 segments of the internal carotid artery. A continuous flush was maintained through the microcatheter. The information confirmed that the first stent was the 4.5mm x 28mm enterprise® vascular reconstruction device (enc452812) and this stent was impeded in the microcatheter. Whether the first stent was still on the delivery wire when the physician retracted it to replace it with the second stent is unknown. The information confirmed the second stent was the 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712). The reason the second stent is a different size from the first was not obtainable. Related to the second stent that prematurely detached, it was not known if there was any damage noted on the stent / stent delivery system. The replacement microcatheter was another 150cm x 5cm prowler select plus microcatheter (606s255x). Per the information, the replacement stent used to complete the procedure was a 4.5mm x 37mm enterprise® vascular reconstruction device (enc453712). The information confirmed there was no negative patient impact and no clinically significant delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report that the product analysis lab received the complaint device on 15-dec-2025. A supplemental 3500a report will be submitted once the product investigation has been completed. Updated sections: b.4, d.9, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to report the investigational finding of the returned device. The complaint product was returned and received for evaluation and analysis. The investigation is documented below. Investigation summary: a non-sterile 4.5mm x 28mm enterprise® vascular reconstruction device was received contained in the decontamination pouch. Visual inspection was performed. The stent was detached from the delivery system. No appearance of damages was observed. Microscopic inspection was performed on the stent component. It was observed to be in good condition; there was no structural damage (i.e., no broken struts, no kinks). It was also noted to be fully expanded with both ends completely flared. The reported issue regarding the stent being impeded cannot be evaluated through a functional test since due to the stent detachment. In order to perform a functional test, the stent must be attached to the delivery wire and inside the introducer. The returned components did not present damages that suggest that they were forcibly advanced. With the limited information available, a conclusive cause cannot be determined; however, it is possible that clinical and procedural factors, including device manipulation and operator's technique, may have contributed to the reported failure. At this time, there is no evidence to support that the issue reported in the complaint is a result of a defect inherently related to the device. According to the additional information, it is unknown if the stent remained attached to the delivery wire, and since the exact time of occurrence of the detachment cannot be determined, this is not considered related to the issue reported. (B)(6) performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9633177. The history record indicates this product was final inspection tested at(B)(6) and was determined to be acceptable. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. It should be noted that product failure could be caused by multiple factors. The instruction for use (IFU) does contain the following recommendations: ¿ do not partially deploy the stent from the introducer. ¿ do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. ¿ ¿ confirm the tip of the delivery wire is entirely within the introducer. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. Updated sections: b.4, g.3, g.6. H.2, h.3, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.